Manufacturer narrative:
(B)(4). The event occurred some time between (B)(6), 2015. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set experienced simultaneous flow. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection found no obvious defects. A functional test was performed in which the device was spiked into an in-house 1000 ml solution bag containing distilled water, reprimed, and observed for issues. The device was found to prime and flow normally. The same test was then performed with the received set connected to the top y site of an in-house 2c8537 clearlink primary set, which was connected to the solution bag; again the device primed and flowed normally with no simultaneous flow or backflow noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.